Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed a software update to address this unintended behavior. <<boston scientific developed and released an additional software update for the accolade family designed to correct the unintended behaviors. This device exhibited the unintended behavior prior to receiving the additional software update. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that this pacemaker exhibited a remote monitoring disabled (rmd) alert indicating limited battery capacity, with an explant indicator date of (B)(6) 2000. Technical services (ts) reviewed the available device information and noted that the device was operating on a older software with an estimated remaining longevity of approximately 13.5 years, making normal battery depletion unlikely. Engineering analysis determined that the event was highly likely a false positive rmd trigger caused by magnet application during a loaded battery measurement, as the battery had not yet reached the threshold of its elective replacement indicator (eri) capacity. Engineering further advised that installation of the newest software update would restore full telemetry functionality. No adverse patient effects were reported. This pacemaker remains in service.